Event description:
It was reported that early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer report was confirmed. The balloon ruptured in the central area, approximately 0.10" x 0.10" hole was observed. Latex was baggy at this region. There was no visible damage to catheter body or to the returned original 1.5cc syringe. The introducer and contamination shield were not returned. All through lumens are patent and they do not leak. The lot number was not provided and are unable to perform a device history record review.

Event description:
It was reported that the balloon ruptured during use. There were no patient complications reported.

Manufacturer narrative:
The lot number was provided and a device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).